Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that syringe 3 ml ll w/ ndl 25 x 1 rb plunger would not move. This was discovered during use. The following information was provided by the initial reporter: material no: 309581, batch no: unknown. It was reported that: after medication kenalog is drawn at the 1/2 mark the plunger does not move, it stops completely. Event description per email states: I have ran into the 25 g x 1 bd safety glide needle sticking in place. I then take it out of the pt and try pushing the plunger and it still wont work. This has happened twice now. I take off the original needle after drawing up the medication. It has never malfunctioned when giving vaccinations. It has malfunctioned twice when giving kenalog which is a thicker medication. It has worked multiple times with the same medication. I don't know if it's the needle or the syringe. I'm pretty sure it's the syringe.